Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 18059563. Description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing discomfort at the midline incision site. It was noted that the retention loop that was left at the midline incision had become covered with scar tissue. The patient underwent a revision procedure wherein the scar tissue was removed. The patient was doing well postoperatively and the lump was gone.